Event description:
Customer reported hospitalization due to high blood glucose readings and stated that they were in the intensive care unit. Customer declined to give any further details on the hospitalization. Customer stated that the meter was giving false readings earlier and she was treating inaccurately. Customer stated that the meter was reading about 459 mg/dl. Customer's blood glucose reading at the time of the call was 91 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.